Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experiences radiating pain in both sides of his ribs. The pain occurs with stimulation on and off. The physician prescribed the patient prednisone and neurontin to address this issue.